Event description:
It was reported patient stated device stopped working a number of months ago and had a lot of medical problems. It was noted the patient had an appointment with hcp and company representative to assess her implantable neuro stimulator (ins). It was later reported patient indicated loss of stimulation sensation occurred following a fall. The details of the fall were unknown. The patient fell out of bed periodically, but could not correlate loss of stimulation to any one specific event. The patient lost stimulation on (B)(6) 2010 and quit charging. It was also reported impedance reading >3600 ohms on all pairs. It was noted there was no alternative programming choices. The company representative increased the power to 9.5 v and patient still did not feel stimulation. Company representative was to discuss information with patient's physician. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).